Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-29840. It was reported the patient presented in the hospital for a generator upgrade. During the procedure, it was observed the patient's right atrial and right ventricular lead were sensing noise. Both leads were explanted and replaced. The patient was in stable condition.